Event description:
Complainant alleged that training by facility staff, the device was unable to select energy level. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for eval. The customer indicated that the front panel membrane was replaced to resolve the malfunction. No trend is associated with reports of this type.